Manufacturer narrative:
(B)(4). D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right hip revision due to acetabular liner dislocation following bilateral hip arthroplasty. During rehabilitation while training on an ergometer, the patient suddenly heard a creaking noise accompanied by right hip pain. Radiographic evaluation demonstrated a liner dislocation, and the patient presented for revision surgery. Intra-operatively, a metal fragment was found lodged in the central locking mechanism of the acetabular cup; the fragment had broken off from the instrument used to engage the central lock, preventing proper seating of the liner into the shell. The fragment was removed and a new liner was inserted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.